Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that a PICC was placed on 10/31/2024 measuring at 45 cm with 2 cm visible with securement device used to keep the PICC in place. On 11/8/2024 the PICC was found to be leaking PICC was removed, with new peripheral IV placed. No other information provided, at this time.